Manufacturer narrative:
The referenced explant in 2017 was reported in MFR # 2916596-2017-02583. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's heartmate 3 implant, the pump's flow was diminished even after increasing the set speed. Upon log file review, no useful data was captured as the file only showed pre-implant data and never showed the pump running at the fixed speed. Technical services was unable to parse the log files from the pump. It was uncertain as to whether this lack of useful data is due to corrupted log files or simply the lack of data contained. However, it was communicated that the pump was exchanged after finding clots in the inflow and outflow graft. It has also been noted that the patient was explanted in 2017 due to suspected thrombus and was noted to have a recovery of cardiac function.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus in the inflow cannula and outflow graft could not be confirmed during the evaluation of (B)(6) . The pump was returned with the pump cable severed approximately 10¿ from the housing and the severed portion was returned, secured to the modular cable. The sealed outflow graft and bend relief were returned detached from the pump cover. The sealed outflow graft contained no depositions or thrombus formations. Examination of the inflow cannula found only blood residues. Removal of the pump cover found islands of white deposition along the textured surface. Some of the islands were nearly liquid in structure but others were tissue-like. The depositions appeared consistent with poor surface washing during the reported low flow condition. Samples of the depositions were sent to an outside lab for histology. The analysis determined the depositions were fibrin and red blood cell clots consisting of either ¿ghosts¿ of red blood cells and/or variable amounts of fibrillar fibrin. There were also scattered individual and clusters of cells, interpreted as macrophages and neutrophils. The lack of organization and fibroblasts appeared consistent with an acute event. No organisms were seen with gram¿s stain. Review of the submitted controller log files showed pump support being initiated at 13:21 on (B)(6) 2020. The pump speed was increased to 5300rpm and the corresponding flow estimation increased to approximately 3lpm. At 14:14, flow reduced to the 2.4-2.5lpm range, resulting in intermittent low flow alarms. Several adjustments to the set speed were made between 14:30 and 15:02, during which time the estimated flow was captured between 1.7lpm and 2.8lpm. Pump support was stopped at 15:17. The lvad log files also showed flow initially increasing to 3.7lpm before trending down to the 2.4-2.5lpm range, and decreasing further to the 1.7-2.8lpm range. The rotor noise and displacement data remained stable for the duration of pump operation and pump temperature remained in the 46-48c range. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The cause of the low flows could not be determined during this evaluation. No further information was provided. The manufacturer is closing the file on this event.